Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that would have contributed to the events captured in the submitted log files. The submitted log files captured pump stoppage events while the system was connected to the power module and batteries. The pump was able to regain speed following each of the stops. No other notable events or alarms were observed. An x-ray image showing the internal and external portions of the driveline were submitted for review. The x-ray image was inconclusive for areas of potential wire compromise. (B)(6) was returned assembled with the driveline severed approximately 0.5¿ from the pump housing. A segment of the driveline (including the controller connector) was returned measuring approximately 33.5¿. Evidence of a distal driveline repair was observed approximately 20"-22" from the controller connector. Of note, an internal segment of driveline distal to the pump-end bend relief was not returned for evaluation. Additionally, the driveline from the driveline repair was returned measuring approximately 22.5" from the controller connector. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed depositions or thrombus formations which would have contributed to a functional issue during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. Microscopic inspection of the underlying wires of the 33.5" segment revealed insulation breaches on the yellow, red, black, green and orange wires, approximately 31.5¿ from the controller connector, that would have been internal to the patient. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The observed damage would have caused the pump stop events captured in the submitted log file. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for vad-53351 and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. The IFU addresses damage due to wear and fatigue of the driveline. It also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. It explains alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline." The IFU, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for urgent review that contained abnormal pump stoppages, low speed hazard, driveline faults, and low flow hazards while the patient was utilizing both battery and power module power. Technical services stated that these types of alarms were associated with multiple wire fractures (phase to phase short). They also noted the driveline disconnects seen in the log file were likely the result of this condition happening on the down revision system controller. It was stated that on (B)(6) 2024 a driveline repair was completed per procedure. Following the repair, the patient experienced additional pump stoppages. The log files confirmed a pump stop post external percutaneous lead replacement, which indicated that the external percutaneous lead replacement did not resolve the phase to phase short. It was additionally communicated that a pump exchange was performed on (B)(6) 2024, and the patient was issued two new controllers. Additional log files were submitted on (B)(6) 2024, and the log file indicated that the system controller was connected at roughly on (B)(6) 2024 at 14:38. There were no unusual events recorded after this time.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.